Event description:
Boston scientific received information that this right ventricular (rv) lead displayed low pace impedance, low r wave amplitude and noise that was not sensed. Boston scientific technical services (ts) was consulted and advised the field representative and physician to bring the patient in for device interrogation. No adverse patient effects were reported.

Manufacturer narrative:
I have gone to the field for additional information. This report will be updated if further information is received.

Manufacturer narrative:
The boston scientific field representative interrogated this patient's right ventricular (rv) lead and reported that there was low amplitude noise that was not sensed/ seen with isometrics. There was also two over sensed noise events with very intense isometrics. The field representative also reports that the rv pace impedance does show a downward trend. The patient is not pacer dependent and is paced zero percent of the time. The physician's plan is to get an x-ray and continue to monitor. There will be no lead revision at this time. No adverse patient effects were reported.